Manufacturer narrative:
The insulin pump was received with a minor scratched display window, cracked battery tube threads, a broken reservoir tube lip, a missing reservoir tube o-ring, and a cracked case at the reservoir tube window corner. The test reservoir does not lock properly inside the reservoir tube due to a broken reservoir tube lip and a missing reservoir tube o-ring. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The insulin compartment is broken and the pump will be replaced.